Event description:
During open ventral hernia repair, during placement of the mesh, it was discovered the recoil ring was broken at the 3 or 9 o'clock position. Another piece of mesh was used without incident to complete the repair.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.